Event description:
Pt for laparoscopic cholecystectomy. Upon insertion of veress needle, right iliac artery was punctured. Laparotomy was performed for repair of artery and cholecystectomy performed open.